Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse cleaned and refixed the system interface pcb, video controller pcb, cpu pcb and image processor pcb. The system was tested and found to be working as intended and put back into service.